Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage from the light guide fiber bundle (lcb). In addtion, we confirmed that air/water nozzle clogged, the u/d and r/l pulley wires worn out, and suction channel buckle; however, these are not related to the alleged complaint. Replaced the air/water nozzle, distal body, ccd module, light guide fiber bundle (lcb), u/d pulley wire, r/l pulley wire, suction channel. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Dot in the image. This event occurred at the time of before use. There was no report of patient harm.